Manufacturer narrative:
Device evaluation: the report of damage to the outer jacket layer of the modular cable was confirmed; however, the analysis could not determine the root cause that contributed to the outer jacket damage. Visual examination of the modular cable discovered a tear in the outer jacket layer. The material around the tear had bunched up together and the underlying wires were not exposed. The modular cable passed electrical continuity testing without any issues. The returned modular cable was tested together with laboratory test equipment and the modular cable was able to support the test system without any alarms active. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year, 10 months. The modular cable is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient called the clinic on (B)(6) 2017 to report damage to the silicone layer of the modular cable. The silicone layer was open in one small part of the modular cable, and the inner layer underneath was visible. There was no reported impact to pump function or to the patient. On (B)(6) 2017, the modular cable was exchanged. The patient is currently fine with no further issues reported. No additional information was provided.